Event description:
It was reported that during central processing, monopolar curved scissors had the tip burned. There was no report of patient involvement

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.